Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Date of issue and sensor insertion is an approximation. The patient stated after removing the sensor, the patient noticed that the insertion site was itchy. It was indicated that the reaction was the size of a ball bearing and resulted in a scar. The patient did not see a physician regarding the reaction and scarring. Additional patient or event information is not available.